Manufacturer narrative:
Results - a complete lead extension was returned. The extension header port passed the lead-pull out test, however, the device failed continuity and resistivity testing as one channel measured open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 5. Ref MFR report #s: 1627487-2011-02878, 1627487-2011-02879, 1627487-2011-06072 and 1627487-2011-06073.